Event description:
The customer reported that less than 5 mls of clear fluid leaked from the coulter lh 780 hematology analyzer onto the counter while performing shutdown. The leak was contained within the instrument. The customer stated the source of the leak appears to be the retic shear valve (cvl93/128). There was no reported exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak at the retic shear valve. The fse replaced all tubing around the shear valve, but the leak was not resolved. The fse then replaced the random access module, resolving the issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).